Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and broken reservoir tube lip. Mp (B)(6) 2016. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken and the seal has fallen off. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.